Event description:
It was reported to medtronic minimed that the customer experienced loss of connection between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we found that the pairing process failed due to a pumpunpairedexception, indicating that the pump was no longer paired with the phone. Issue confirmed. Recommendation steps: issue appears resolved, please confirm. If issue is ongoing, please have the patient try the steps provided: basic steps: turn bluetooth off > wait 30 seconds > turn bluetooth back on. When attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data > (if this option is often grayed out on most phones then try the reset network settings instead) reset network/bluetooth settings: settings general management reset reset mobile network settings reset wifi and bluetooth settings uninstall app > restart phone > turn bluetooth off then on > reinstall app try to pair. We are proceeding to close the ticket if customer still face issue we request helpline to reopen ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.